Event description:
Note: the event date is unknown. It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy procedure (patient age, gender, and weight unknown). Follow-up with the complainant revealed that there was no information available regarding the reported failure or patient involved. Should additional information become available, a supplement report will be filed.

Manufacturer narrative:
(B)(4). (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: the event date is unknown. It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy procedure (patient age, gender, and weight unknown). Follow-up with the complainant revealed that there was no information available regarding the reported failure or patient involved. Should additional information become available, a supplement report will be filed.

Manufacturer narrative:
The returned device presented with a slight bend in the catheter sheath, along with a partially bent loop; however, functionally, the snare extended and retracted without issue. Furthermore, the returned device was subjected to an electrical resistance test and was within the specification of 20 ohms (device read at 11.8 ohms). The returned device presented no major anomalies or non-conformities. No device-specific issues were identified. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.